Event description:
It was reported that post ablation, the device had entered rom mode and had to be reset. Post reset, the atrial device did not capture or indicate any remaining battery. After a wait period to allow tissue recovery normal threshold was seen but ¿no battery¿ persisted. It was verified that the device reverted back after normal during the following device check. The patient was discharged with no complications.